Event description:
It was reported that stent moved on balloon and stent damage occurred. The 99% stenosed, 40mm x 7.0 mm target lesion was located in the severely tortuous and severely calcified iliac artery. After a 0.18 non bsc guide wire crossed the lesion and predilation was performed with a sterling balloon catheter, a 7.0x60x75cm express¿ ld vascular stent was advanced to treat the lesion. However, the distal tip of the stent came into contact with the guide wire and as a result, the stent could not reach the lesion and seemed to be lifted. Additional dilatation was done with a mustang balloon catheter and a 0.35 unspecified guide wire was used instead of the 0.18 guide wire in order to deliver the stent. However, the stent moved backwards but was still on the balloon of the delivery system during delivery. The stent was withdrawn into the guiding catheter and was removed as one unit from the patient. It was determined that the stent might have been lifted due to uneven wire and calcification. The procedure was completed with a different sized express¿ ld vascular stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).